Event description:
Contact reported that approx. Two weeks after the original surgery, the cage was reported to have migrated. There was no adverse consequence to the patient and no additional action is required at this time.

Manufacturer narrative:
Device was not returned and no conclusions can be made at this time. Post-op migration is a potential adverse outcome as is stated in the instructions for use supplied with the device. Device not returned.